Manufacturer narrative:
Date on initial MDR should be 2019-05-23. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The axiem cable was retuned for analysis. The cable jacket was damaged near the lemo connector exposing the shield wire but no bare conductors. A continuity test revealed an open at pin 4 of the usb cable. Physical damage was confirmed. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the axiem cable was broken. No patient present.